Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed multiple inaccurate fill estimates. Reportedly, on multiple occasions, the insulin gauge remained static at 175 units while the pump was being used for bolus and basal delivery. There was no impact to the customer's blood glucose level. Although requested, the customer declined to perform troubleshooting with tandem technical support.